Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Death, worsening left heart failure and stroke are known potential complications that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from a submitted voluntary medwatch that indicated that a patient had been admitted to hospital for intravenous (IV) diuresis (for presumed fluid overload). During the course of the patient's admission, he developed a cerebral hemorrhage. The site reported that whether the initial event had been an embolic event that converted to a hemorrhagic event or whether the initial event was hemorrhagic in nature was unknown. At the time of the event, the patient was on a heparin bridge, coumadin and aspirin. His blood pressure and hvad parameters were reported to have been stable. Details regarding the cause of death and the results of an autopsy (if performed) were not provided.

Manufacturer narrative:
Additional information received indicates that the patient was initially admitted to hospital on (B)(6) 2015 with an increase in his weight and edema.  The provided intravenous (IV) diuresis resulted in a 20 pound weight loss. In addition, it appears that the patient was noted to have a subtherapeutic international normalized ratio (inr) and was started on a heparin bridge.  On (B)(6) 2015, the patient was being prepared for discharge and was awaiting the results of his inr.  However, he is reported to have developed a large acute hemorrhage in his right occipital lobe.  He is reported to have expired the next day on (B)(6) 2015 from the hemorrhagic stroke.  An autopsy was not performed and the pump was not explanted post-mortem.  The site further reported that the hvad performance had been stable throughout these events. With a review of the available information there was no evidence of device malfunctions or performance issues associated with device that would have impacted the reported event. Clinical factors that may have contributed to the patient's outcome include the therapeutic use of anticoagulation and antiplatelet medications, the potential hypovolemia associated with the reported therapeutic diuresis, the patient's history of atrial fibrillation and its' related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.